Manufacturer narrative:
The tech found the brake casters were worn. The tech replaced the brake casters to resolve the issue. Based on this info, no further action in required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located at the hill-rom service ctr. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).